Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event is related to v.a.c. Therapy. No additional information is available. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2014, the nurse alleged the unit was not suctioning and the pt observed her dressing was "wet and with blood". Kci recommended an alternate dressing and to discontinue v.a.c. Therapy. The nurse stated she was going to continue the pt on v.a.c. Therapy. Upon follow up with kci global safety on the same day, the nurse stated she had applied a wet to dry dressing and observed a small amount of dark blood. The nurse stated she would not restart v.a.c. Therapy until a replacement unit was delivered. As per pt's medical records, on (B)(6) 2014, the pt presented to the physician's office with v.a.c. Dressing in place. Active bleeding from the wound occurred after removing v.a.c. Dressing. Three (3) canisters had filled with frank blood in the previous 24 hour period. Bleeding was reduced significantly after pressure was applied. The pt's wound was redressed and the pt was sent home to monitor wound. The pt returned to the physician's office on the same day and presented with wound bleeding. The pt underwent evacuation of hematoma and electrocautery was performed to stop the bleeding. No additional information is available. On (B)(6) 2013, the device passed quality control check and met specifications. On (B)(6) 2013, the device was placed with the pt. As of (B)(6) 2014, the device is in transit to be returned to kci for evaluation.